Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening extended on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to concern with the product. Healthcare professional later reported "hole, non specific", rupture. Device has been explanted.